Event description:
It was reported that pump displayed malfunction alarm malf 12 with fault ID 0x2071 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, remained within warranty, and received replacement pump from courier, and technical support arranged replacement logistics and confirmed shipping details, while instructions regarding return of problematic pump were not documented.